Manufacturer narrative:
Literature attachment: article title: long-term follow-up of percutaneous secundum-type atrial septal defect closure using amplatzer septal occluder since 1995: a single-centre study. The additional patient effects reported in the article are captured under separate emdr report. Summarized patient outcomes/complications of amplatzer septal occluder were reported in a research article in a subject population with multiple co-morbidities including atrial septal defect. Some of the complications reported were device embolization, thrombus, erosion, infective endocarditis, residual shunt, arrhythmias, pericardial effusion, cardiac perforation, surgical intervention, hospitalization, and unexpected medical intervention; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, ¿long-term follow-up of percutaneous secundum-type atrial septal defect closure using amplatzer septal occluder since 1995: a single-centre study¿, was reviewed. The article presented a retrospective single center study to evaluate long-term results of percutaneous closure of secundum-type atrial septal defect using amplatzer septal occluder with the follow-up to 25 years. Device included in this study was only amplatzer septal occluder. The article concluded percutaneous closure of secundum-type atrial septal defect using amplatzer septal occluder is a safe and effective procedure accounting for a very low incidence of major complications in the long-term follow-up. [The primary and corresponding author was peter olejnik, national institute of cardiovascular diseases, pediatric cardiac center, bratislava, slovakia, with corresponding email: (B)(6).]